Event description:
The facility reported a pump with a reported condition of "dropped/back case screws stripped and case cracked." Information regarding this incident can be found in master (B)(4). The reported condition of "channel select key" was found in service. It is unknown when the reported condition occurred, but was discovered in the critical care unit (ccu). There was no patient injury or medical intervention necessary. No additional information is available. The pump was categorized as un-remediated pump with software version 5.04.00.

Manufacturer narrative:
(B)(4). During service, a "channel select key not working on channel a" was discovered. The keypad on channel a was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B)(4) that is associated with this report.